Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4) , ubd: 18-jan-2023, UDI#: (B)(4). Product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 10-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 68mm aaa . It was reported the patient presented with leg pain less than 30 days post implant, CT showed the stent graft was completely thrombosed. The stent grafts were explanted. It was reported that the patient expired shortly after the explant procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported.

Manufacturer narrative:
Event. Additional information received ; it was reported the cause of the patients death was multisystem organ failure due to visceral thrombus burden. The patient had total graft explant and attempted thrombectomies of affected organs. Partial bowel ischemia as well as kidney function loss were main drivers. This was most likely related to thrombus burden within newly implanted graft. No issues were noted during index procedure. Post imaging was optimal during index procedure and patient was discharged without issue. Issues were discovered upon patient arrival in ER. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.